Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 44 mg/dl at the time of the event and was treated with food. The customer stated that they inserted the sensor and later it stopped working. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer received a lost sensor signal loss of communication. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.